Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found out that the motor was unscrewed from its housing and dislocated while the optical encoder was bent, resulting in error 5. Was has been found can be most likely the result of a shock or a fall of the pump. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump set off "error 5".